Manufacturer narrative:
(B)(4). Additional manufacturer narrative: multiple requests for additional information and for product return have been performed. The healthcare provider was unable to provide any additional information. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. The subject device is not available for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 27mm pericardial mitral valve was explanted after an implant duration of five (5) months due to unknown reasons. The explanted valve was replaced with a 25mm edwards pericardial mitral valve of the same model. No additional information was provided.